Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed. A field service engineer connected through remote support service (rss) and restarted the pyxinet internal network. After checking the hardware test application (hta), the pockets were detected, and the customer was contacted to confirm that the drawer was operational. Initially, the issue was that the pockets were not being detected. The network was restarted remotely, which allowed the drawer to recognize the pockets. Upon arrival, no errors were present. The drawer was removed and examined, revealing that the retractor band had multiple black marks from opening and closing against the back panel. The retractor band cable was cleaned and adjusted. The drawer controller was replaced due to multiple issues with this drawer. The hta was run successfully, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station obs-3 main drawer 6 kept failing even after tried re-plugging the back and restarting the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.